Event description:
It was reported that the keepsafe fall monitor alarm model 8350 had various issues but, did not elaborate. No patient injury reported. Inspection of the alarm by posey shows that it had no alarm tone when it was powered on.

Manufacturer narrative:
Evaluation codes: results: (other) - inspection shows that the alarms case is damaged and the battery door is damaged. There is no alarm tone when the power is turned on.